Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that during the evaluation they made it to the bathroom on time, they were sleeping through the night but they were voiding 3 times a day. Patient said during the permanent implant they were having 1 or 2 utis a month for the last year, they had gone around a macro bed for 5-7 days and then they would go off of it for 3-4 days and sometimes they would not be making it a whole week and they would start having a heart attack. Patient reported their bladder did not empty. They have been catching themselves for almost a year and they were not getting any results from the evaluation. They were trying to figure out why in the world was this thing telling them one session timed out, let's try something different. They read the books but it was not clicking for them so they called the manufacturer and the lady walked them through the two pieces of equipment and got them straightened out on that one. Reviewed interstim therapy optimization information, stim sensation information, control equipment general use and function and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. Redirected to their doctor. The patient mentioned unrelated medical history. This included patient said they have a new diagnosis of parkinson's.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp called in from managing hcp's office where they had received letter from complaint department. Caller said patient had urinary relief and patient doesn't have parkinson's. Caller wasn't able to say why or what was done to give patient relief.